Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) presented right and left ventricular pacing percentages lower than desired. Technical services was consulted and provided programming suggestions to help regularize ventricular to ventricular intervals. Ts indicated that the biventricular trigger was providing pacing in the right ventricle but inhibiting left ventricular pacing. No adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.